Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having issues with the current device. Specifically, the patient's heart was doing something crazy, per the patient. The patient also complained of anxiety attacks. The patient suspected that these issues were related to the device's settings. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.